Manufacturer narrative:
The tina-quant albumin gen.2 reagent lot number is 883906, and the expiration date was not provided. A field service engineer (fse) cleaned the sample pipette tubing and reagent pipette tubing, adjusted the gear pump pressure, and completed a check of the ultrasonic mixer. The fse also checked the photometer, a cuvette blanks measurement was performed, and the rinse station was cleaned, and the rinse levels were checked. Qc was completed and passed. A precision check was completed and passed. The patient samples that were previously processed on the other analyzer were processed again, and a result comparison was performed without any significant variation. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of a questionable tina-quant albumin gen.2 urine application result from the cobas c 503 analytical unit for one patient. Patient 1's initial result was 3.58 mg/l, accompanied by a data flag, and a repeat result of 3.84 mg/l, also accompanied by a data flag. On a different analyzer, the result was 35.3 mg/l. The sample was repeated in duplicate on the initial analyzer, with the results of 4.34 mg/l and 5.12 mg/l. Patient 2's initial result was 78.2 mg/l, accompanied by a data flag, and the repeat result on (B)(6) 2025 2as 55.8 mg/l. Patient 3's initial result was 58.6 mg/l, accompanied by a data flag. The repeat result on (B)(6) 2025 was 15.4 mg/l. The customer decided to test the sample from patient 1 on another analyzer due to errors they had in calibration and qc.